Event description:
It was reported that during a stenting treatment procedure, shaft fracture occurred. The lesion being treated was located in the posterior tibial artery. While advancing the 5.0x16mm veriflex shaft fractured outside of the patient. The device was successfully removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the device was received in two sections as a result of a break in the hypotube. The break was located at 35.4cm distal to the strain relief. A microscopic examination of the break site found that the break appeared to have occurred as a result of a severe kink that developed in the hypotube. Both sections of the hypotube shaft were severely kinked at various locations along their lengths. A jagged tear was found along the inner and outer extrusions. The tear was located at the port site and extended distally for a total length of 4.5cm. This tear in the extrusion is consistent with the guidewire being incorrectly pulled out through the inner and outer extrusions at the port site. No issues existed with the profiles of the crimped stent, balloon and tip sections of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error, as noted in the dfu that "the veriflex (liberté) over-the-wire and monorail coronary stent systems are indicated for improving coronary luminal diameter" and this device was being used in the tibal artery. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, shaft fracture occurred. The lesion being treated was located in the posterior tibial artery. While advancing the 5.0x16mm veriflex shaft fractured outside of the patient. The device was successfully removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is fine.